Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-11698 it was reported that the catheter became stuck on the wire. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery. During withdrawal of the device, the catheter severely kinked and stuck on the v-18¿ control wire¿. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and with a unknown guidewire inside. The pump and supply line were microscopically examined and it was observed that the outer shaft had a small kink in the tubing and hypotube 14.5cm and another 5.5cm from the tip of the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-11698. It was reported that the catheter became stuck on the wire. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery. During withdrawal of the device, the catheter severely kinked and stuck on the v-18¿ control wire¿. There were no patient complications and the patient's condition was fine.